Manufacturer narrative:
Date is approximate. The main component of the system and other applicable components are: product ID 3889 lot# unknown. Product type lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported the patient said they could not always tell how many times they voided so those items were left blank. They said sometimes they leak all the time so those were left blank.  Additional information was received from the patient. They reported that the lead came out.